Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited a scope communication error during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and scope communication error b30. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported failure was traced to component failure, the most probable root cause of the noisy image was damage to the plug unit and circuit board, and the most probable root cause of the scope communication error b30 was data error in the scope identification ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.